Event description:
A power-on-reset (por) condition was reported, as well as the "call your doctor" icon, and an "out of regulation (oor) message. The upper limit was displayed on the oor. The patient was not able to adjust stimulation. The neurostimulator was fully charged and the programmer batteries were charged as well. The oor message appeared when the patient attempted to increase amplitude. The reported events first occurred about 1.5 weeks prior to report. The patient recharged the neurostimulator every 20 days. The oor message could not be replicated in the clinic by a manufacturer representative on (B)(6) 2011. On the same date, out of range impedances were also noted. Impedances on 1-5 were >40,000 ohms and on 2-3 were <150 ohms. All other values with reference 2 were not out of range and above 506. All values with reference 5 were in the range of 26,242-32,949 ohms. Electrode 5 had previously been removed from the programming due to high impedances. At 3.0v some electrodes showed <10,000 ohms. The patient felt stimulation in the wrong location (stomach) beginning one week prior to report. The patient though she may have tripped before the symptoms began occurring (although the patient did not recall when she had tripped). The patient did not get the oor message 100% of the time, but when she did it would restrict her from increasing stimulation in the middle of the day. The patient was to continue monitoring the issue and to follow-up if it persisted.

Manufacturer narrative:
(B)(4).